Manufacturer narrative:
(B)(4)

Event description:
It was reported by the doctor that the iunihg screw loosened.

Manufacturer narrative:
One certain gold-tite hexed screw was returned for inspection with a mating restoration. The collar, drive feature, and body are noted to be worn, indicating use. The threads are similarly worn. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there was one related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. Complaint indicates continuous screw loosening. The alleged event is non-verifiable with the information provided. A root cause for this complaint could not be determined. (B)(4). Device available for evaluation change ¿no¿ to ¿yes¿. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.